Manufacturer narrative:
(B)(4) date sent: 7/21/2026 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device cdh31p lot number a99u47 and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Rectal resection surgery did the patient receive any preoperative chemotherapy or radiation? Unknown what healthcare professional fired the device and what is his/her experience with the device? Experienced physician where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? The exact position is unknown but the physician confirmed that the indicator was in the green gap. Firing was not performed because the device disengaged while tightening the mechanism. Firing was completed later with another stapler and the same anvil. Please confirmation if the orange band was visible after the anvil shaft was attached. Yes did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown but irrelevant. Firing was successful with the new stapler, not the impacted one. Was there any difficulty removing the device? No. The physician reported no difficulty in removing the device were there any issues noted with staple formation? If so, please describe the shape and location. No does the surgeon believe the intra-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? The physician reported the issue with the impacted device. After changing the stapler, the procedure was completed successfully. Patient condition was the same with both staplers. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a rectal resection procedure, the surgeon was using a powered circular stapler and, after correctly inserting the anvil and the central shaft of the device, noticed resistance while approximating the tissue ends by turning the adjustment knob. When she attempted to continue tightening the mechanism, the knob suddenly became loose. At that point, the surgeon observed that the anvil and the stapler were no longer connected and that the rectal stump had slipped out through the opening. The surgeon repeated the connection and approximation process a second time, obtaining the same result. Consequently, she decided to replace the stapler while retaining the same anvil. With the replacement device, the procedure was completed successfully without further issues. The patient is doing well and no adverse clinical consequences have been reported. However, as a precautionary safety measure, the surgeon decided to create a protective ileostomy.